Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm that occurred while trying to deliver a bolus. The blood glucose reading was 89 mg/dl. She also reported that the numbers began to scroll and that the buttons became unresponsive. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.